Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath constantly expelled air during retraction. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the dilator of a faradrive sheath could not be locked tightly, resulting in a constant flow of air during the retraction process. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that a faradrive sheath constantly expelled air during retraction. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the dilator of a faradrive sheath could not be locked tightly, resulting in a constant flow of air during the retraction process. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.